Event description:
The customer reported, the system is displaying a charger failed error. No patient injury was reported.

Manufacturer narrative:
A ge contacted the customer by phone and customer was able to restore the system to working as intended. (B) (4).